Event description:
It was reported that the insulin pump was not giving the customer insulin. Customer stated that the cartridge had leaked inside. Customer ended up in the hospital with diabetic ketoacidosis on (B)(6) 2015. Customer's blood glucose level was 500 mg/dl. Customer was vomiting, dehydrated, and in pain. Customer was treated with an insulin drip. Customer was wearing the pump at the time of the hospitalization. Customer declined troubleshooting for high blood glucose levels. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.